Manufacturer narrative:
Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.

Event description:
It was reported that this pacemaker exhibited a minute ventilation (mv) feature rate response not as expected due to noisy signals and oversensing on the non-boston scientific right atrial (ra) lead, leading to inappropriate atrial tachycardia response (atr) episodes. Reprogramming options were discussed and recommended. At this time, the product remains in service and no adverse patient effects were reported.

Event description:
It was reported, that this pacemaker exhibited a minute ventilation (mv). Feature rate response not as expected, due to noisy signals. And oversensing on the non-boston scientific right atrial (ra) lead. Leading to inappropriate atrial tachycardia response (atr) episodes. Reprogramming options were discussed and recommended. At this time, the product remains in service. And no adverse patient effects were reported.